Event description:
The clinician reports the implant was inserted (B)(6) 2021 in the patient's mouth. Details of surgery: immediate extraction site. On (B)(6) 2021, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: swelling and inflammation. No further patient complications were reported.